Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The date of initial procedure, reason why patient was re-operated, date of second procedure, product code and lot number.

Event description:
During a thyroidectomy completion procedure the surgeon found material left over from the original thyroidectomy procedure that appears to be a piece of surgicel fibrillar. The surgeon described it as "scaly". The two procedures were approximately five weeks apart. There was no change or complication to the procedure and the patient never complained of any unusual symptoms. There were no patient consequences reported. The sample will be returned.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation summary: three dark brown pieces of dried explanted material in a screw-top plastic cup were examined. The returned explanted pieces were consistent in color and appearance with dried blood with surface contamination consistent with dust and particulates common in containers and associated handling and transfers. Optical examination: all three returned explanted pieces were consistent with dried coagulated blood and tissue remains. All returned pieces had surface contamination from fibers and particulates normally associated with dust and dirt from containers, handling, and transfer. No visible evidence of surgicel was observed. Observations and conclusions: based on the images taken of the returned explanted material, the following observations and conclusions were made: 1. All three returned explanted pieces were consistent with dried coagulated blood and tissue remains. 2. All returned explanted pieces had surface contamination from fibers and particulates normally associated with dust and dirt from containers, handling, and transfer. 3. No visible evidence of surgicel was observed.